Event description:
It was reported that the hydrogel was inserted into the venous plexus encircling the prostate. Despite this, no patient complications were reported following the incident.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel-misplaced vascular.